Event description:
It was reported that the insulin pump alarmed during the prime process. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk.